Event description:
The site stated that a pt coded during the beginning of the cardiac catheterization procedure being performed by a new physician who does not typically work at this site. The site reported that there are no angiograms to document air being injected into the coronary arteries. According to risk mgmt for the facility advanced cardiac life support protocol was followed and the pt has recovered. The site declined to provide any add'l info.

Manufacturer narrative:
Medrad field service performed an injector check and confirmed that the injector is performing to medrad spec. The site indicated there is no product returning for eval and product batch number has not been reported for the disposables so, no further investigation is possible. Tentative dates have been set to provide add'l applications training.